Event description:
Reportedly, preventive maintenance testing was performed on the pump and the volume to be delivered was off by more than 5%. The biomedical tech got this result on multiple accuracy tests. The tech was testing to deliver 15ml at 60ml/hr. He did not record the results, but reported them to be 14.0ml or 14.1ml. He changed the tubing and the results still came out low. The pump was not being used on a pt.

Manufacturer narrative:
The reported incident could not be reproduced. B. Braun completed an evaluation of the pump per procedure for complaint returns. As part of the routine complaint testing requirements, the returned pump was tested for volumetric accuracy a total of six (6) times, volume to be delivered in each test: 5 ml (specifications 4.75 - 5.25 ml). Three tests at 999 ml/hr had results of 5.05 ml, 4.83 ml and 5.03 ml. Three tests at 38 ml/hr had results of 5.22 ml, 5.10 ml and 5.16 ml. In addition, to replicate testing performed at the user facility, the pump was tested to deliver 15 ml at a rate of 60 ml/hr. The pump delivered within specifications at 15.20 ml (specifications 14.25 - 15.75 ml). The pump met all routine complaint testing requirements. There was no pt injury. The pump was not being used on a pt; preventive maintenance testing was being performed.